Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display screen is dim and hard to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: the pump was booted to verify that the screen was dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal.